Manufacturer narrative:
The actual device has not yet been made available for the manufacturer to evaluate and a lot number was not provided. Without the actual sample and a lot number, a thorough evaluation could not be performed. No specific conclusions can be drawn. If the actual device is received, or if additional information becomes available, a follow-up report will be filed. All available information has been forwarded to the manufacturer b. Braun for further evaluation.

Event description:
As reported by the user facility: catheter sheared during removal. Length of fragment unknown. No additional information could be obtained at this time. The reporting physician is on vacation.